Manufacturer narrative:
The main component of the system and other applicable component is: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative. It was reported that the pain therapy was unsuccessful in (B)(6) 2017. The patient described a loss of stimulation. There were no factors that may have led or contributed to the issue. Troubleshooting was performed and the impedances were too high. Reprogramming was performed and was unsuccessful. An x-ray showed dislocation of the lead. The lead was replaced and the issue resolved.

Manufacturer narrative:
Product ID: 3888-28, lot# va19mjw, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the lead was replaced in (B)(6) 2017. The reason for explanting the lead was because "it did not work". The impedances were unknown and unobtainable. No further patient complication was associated with the event.

Manufacturer narrative:
Analysis found no significant anomaly on the stimulation lead body. The outer insulation was cut. Analysis identified that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.